Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the patient had a procedure on (B)(6) 2014 to remove the leads and replace them. The pre-operative records reported that the dorsal column stimulator leads were malfunctioning. A revision was done of the battery and the battery was reprogrammed. The patient had excellent results from the trial, but after the patient was implanted with a permanent system the leads moved slightly laterally on either side, giving the patient significant lateral anterior abdominal wall pain. The new lead placement was near midline inserted at t11 and ending up at t7. The second lead was inserted at the t7-t8 disc space.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.